Event description:
During pta of a calcified, 100% (cto) lesion in the iliac artery with vessel tortuosity, pre-dilatation was conducted with an unknown balloon catheter and a smart control (complaint product) was delivered to the target lesion but strong friction/resistance occurred. When the device was pushed in harder, the distal tip of the stent was prematurely released from the sds prior to crossing the target lesion. As it was not the intended position, the device was removed from the patient. Another new smart control (different size) was used and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. There will be no product return. The diameter of the unconstrained stent size 1-2 mm was larger than the vessel diameter. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient.

Manufacturer narrative:
Strong resistance was noted as the stent delivery system (sds) was advanced towards the target lesion. As the physician pushed harder the distal tip of the stent pre-maturely released from the sds prior to crossing the target lesion. As it was not the intended position, the device was removed from the patient. A new smart control was used and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14129200 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.